Event description:
The cable connecting fast patch electrodes to the lifepak 6s defibrillator failed to produce an adequate EKG reading. The items were being used in a CABG procedure.another defibrillator and cable were brought from another area and used successfully.the delay caused no known harm to this patient, but the potential for harm is grave in such curcumstances.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.